Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was received on 9/22/2023. It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced unspecified sensor issue which occurred a day after the sensor had been inserted in the abdomen. The day before the event the patient was at work and thought he had food poison because he was feeling sick. The patient felt dehydrated and started to drink extra water and when he came home from work, he felt exhausted and as he was throwing up the extra water he was drinking, so he stopped drinking. The next day as he was still unwell, and he asked his sister to bring him to the hospital. When the patient was at the hospital, the blood sugar was 1180 mg/dl. At this moment, his insulin pump was displaying "replace sensor". The patient reported he stayed in the intensive care unit for 5 days and was given 11 units of insulin per hour (route unknown) to bring down his blood sugar level down and was given treatment for hydration. The day of the report the patient was just discharged and had recovered. The patient was unsure if the dexcom continuous glucose monitor (cgm) device played a role in the hospitalization. There were no cgm readings reported from the moments leading up to the event, but the days that the patient felt ill, the cgm was showing readings, and no error messages were displayed. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced unspecified sensor issue which occurred 2 days after the sensor had been inserted in the abdomen. The day before the event the patient was at work and thought he had food poison because he was feeling sick. The patient felt dehydrated and started to drink extra water and when he came home from work, he felt exhausted and as he was throwing up the extra water he was drinking, so he stopped drinking. The next day as he was still unwell, and he asked his sister to bring him to the hospital. When the patient was at the hospital, the blood sugar was 1180 mg/dl. At this moment, his insulin pump was displaying "replace sensor". The patient reported he stayed in the intensive care unit for 5 days and was given 11 units of insulin per hour (route unknown) to bring down his blood sugar level down and was given treatment for hydration. The day of the report the patient was just discharged and had recovered. The patient was unsure if the dexcom continuous glucose monitor device played a role in the hospitalization. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.